Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure name and initial procedure date? Initial procedure date was june 6,2019. The procedure was laparoscopic cholecystectomy. What date did the reaction occur on? (B)(6) 2019. What does the reaction look like and how large of an area does the reaction cover? Redness, rash, pruritus, vesicles and pustules were confirmed at the product application site and its surroundings. Do you have any pictures of the reaction? No photos are available. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. On (B)(6) 2019, when the patient consulted a dermatologist as an outpatient, the patient was diagnosed as contact dermatitis due to the product. The product was removed, and talion® (antiallergic agent) was administered. No infection was confirmed. What is the most current patient status? No information is available on subsequent conditions of the patient. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No further information is available. Is the patient hypersensitive to pressure sensitive adhesives? No further information is available. Were any patch or sensitivity tests performed? No further information is available. Do you have the lot number involved? The lot number is unknown. What is the physicians opinion of the contributing factors to the reaction? The doctor diagnosed contact dermatitis due to the product. Is the product or representative sample (product from the same lot number) available for evaluation? No sample is available. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no further information is available. No further information will be provided.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2019 and topical skin adhesive was used for closing wound of the port site. The product was applied evenly. Before using, iodine was used as a disinfectant and dressing was not used. The patient was discharged from the hospital without extension of hospitalization period. On (B)(6) 2019, severe dermatitis occurred. The patient experienced redness, rash, pruritus, vesicles and pustules were confirmed at the product application site and its surroundings. On (B)(6) 2019, when the patient consulted a dermatologist as an outpatient, the patient was diagnosed with contact dermatitis due to the product. The product was removed, and talion antiallergic agent was administered. No infection was confirmed. No information is available on subsequent condition of the patient. No additional information was provided.